Manufacturer narrative:
Investigation summary:based on the information available, the cause that contributed to the reported device not working and incontinence could not be established as the product is not available for analysis.device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. A risk review confirmed that the event is accounted for in the risk documentation.labeling review:a labeling review found no evidence of device off-label use or failure to follow instructions.device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation that the device did not work cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of known inherent risk of device has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary incontinence as the device stopped working. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the replacement surgery, the patient fully recovered.